Event description:
The customer contacted physio-control to report that during a recent patient event their device would not power on when prompted. The device's batteries were then removed and reinstalled and the device powered on. The device was then used to continue to provide patient care for the duration of the event. The patient, a 79 year-old male, required monitoring only; there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the power pcb assembly. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The cause of the reported issue could not be determined.